Event description:
It was reported that the patient received two appropriate shocks. However, it was determined that the device egm was exceeding the allowed range, and the wavelet was not withholding. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.